Event description:
The customer reported several button errors on the insulin pump. The significant event reported leading up to the errors was high temperatures. The customer's blood glucose value was 6.1 mmol/l. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Due to privacy laws, customer information may not be available on international complaints.(B)(4)